Manufacturer narrative:
PMA/510(k) # - exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during a percutaneous nephrolithotripsy procedure, the customer indicated he broke the device because he pulled it too hard. The basket got stretched out pretty far after getting the kidney stone stuck in the sheath. No additional procedures were performed and the product was unusable after the procedure. As reported, this event occurred approximately a few months ago. No additional procedures were required due to this occurrence. There were no adverse effects on the patient.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation . The complaint device was not returned for evaluation. No photos were provided. Without the complaint device, a device failure analysis was unable to be performed. A document based investigation was conducted including a review of the instructions for use and quality control data. A review of the device history record was unable to be performed as the complaint device lot number was not provided. A review of complaint history for the complaint device lot could not be performed without the complaint device lot number. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. It has been concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The supplied information indicates the device broke due to the user pulling too hard, damaging the basket. Therefore, the cause for the complaint is that the device was inadvertently damaged during use. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There has been no new information received since the last report was submitted.